Manufacturer narrative:
On 8/22/2016 integra investigation completed. Device was not returned, only photos sent for evaluation. Manufacture date unknown. Method: failure analysis, device history evaluation. Results: failure analysis - a needle holder was returned in used condition, not showing any unusual markings. With staining and a broken tip. There appears to be black staining around the area where there is breakage the black acid staining can be caused by low ph (less than six) during autoclaving. This type of damage is typically the result of improper processing; causing the instrument to fracture then eventually breaks. The complaint is confirmed; damage/ worn. Device history evaluation - DHR review: nonconforming product report / nonconforming material report history: none. Variance authorization / deviation history: none. Engineering change order/manufacturing change order history: there is no applicable engineering change order/manufacturing change order history corrective action preventive action history: none. Health hazard evaluation history: none. Conclusion: the root cause of the damage has not been identified as a workmanship or material deficiency.

Event description:
Customer initially reports broken tip. On (B)(6) 2016 tip broke off when suturing upper blepharoplasty (eyelids) and was found in the patient's hair. No harm done. No further information available.